Manufacturer narrative:
Date of event: exact date unknown, event occurred 3 months ago from date manufacturer was made aware.

Event description:
It was reported that the patient experienced discomfort at the ipg site. The patient underwent a revision procedure wherein the pocket site was relocated and ipg was replaced. The patient was doing well postoperatively and the explanted ipg will not be returned as it was kept by the medical facility.